Manufacturer narrative:
Reference record (B)(4).

Event description:
Patient reported that the infection has not resolved. When the tubing was replaced on (B)(6) 2020 due to a hole in the peg tubing, patient stated he received an unknown intravenous antibiotic prior to the procedure ¿so will not have an infection for awhile¿.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported 25 sep 2020 the patient had a stoma site infection in (B)(6) 2020. Patient was given a shot in the hip and antibiotics to treat the infection. On (B)(6) 2020 patient was in the hospital for replacement of his deep brain stimulator battery.